Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed noise on the right ventricular (rv) channel, leading to an asystole episode of less than 2 seconds. An in-clinic check revealed noise was reproducible upon manipulating the lead near the header of the ICD. The impedance measurements were in range and no inappropriate therapy resulted from the oversensed signals. Nevertheless, the findings were attributed to a potential lead damage. The rv lead was surgically abandoned to resolve the issue. No additional adverse patient effects were reported.